Event description:
It was reported the pt did not receive effective pain relief and as a result requested surgical intervention to remove the sys. Follow-up identified the scs sys was explanted on (B)(6) 2014 due to ineffective stimulation.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.